Event description:
It was reported that during a water vapor therapy procedure, the physician used a 30 degree cystoscope with the delivery device. The physician could not see with the 30 degree cystoscope. The physician could not proceed with the case and had to cancel it. There was no patient outcome reported.

Manufacturer narrative:
Event description updated to reflect that the patient was not under anesthesia at the time the reported device issue was observed. There was no allegation regarding the performance of the delivery device or device instructions for use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a water vapor therapy procedure, the physician used a 30 degree cystoscope with the delivery device. The physician could not see with the 30 degree cystoscope. The physician could not proceed with the case and had to cancel it. There was no patient under anesthesia at the time of the event and the case was rescheduled. There was no allegation regarding the performance of the delivery device or device instructions for use.